Manufacturer narrative:
Event conclusion cpi analysis found that the ipg passed automated electrical measurements and paced and sensed normally during all tests. Magnet testing noted a magnet rate which indicates an ert condition after 29 months of implant. Actual battery measurement during destructive analysis indicated that the battery voltage was not at ert. The ert indication could not be duplicated during analysis and is unknown why the ert indicator tripped.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting the the elective replacement near (ern) indicator and displayed a message ('one month follow-up') during interrogation. One month later the ipg was displaying a low battery voltage and indicating the ipg should be replaced. The ipg was explanted.